Event description:
It was reported that the customer's blood glucose (bg) was 2.9 mmol/l; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.